Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Agent stated that the physician believes the pressure caused by rubbing against things caused the point of the cap to erode through the skin. The sutures were slightly lose allowing movement with the pump. The patient is a big person that's pretty active. Physician anchored the pump in a tight pocket in the abdomen & hopes to avoid running into similar issue in the future. Internal complaint number: (B)(4).

Event description:
Agent reported a pump revision as the tip of the patient's pump catheter access port eroding through the patient's skin in their lower back. The physician determined there was no visual sight of infection when opening the pocket and determined to salvage the pump and implanted portion of the catheter. Physician heavily irrigated & flushed the pump site with antibiotic solution and used a catheter revision kit and a st jude tunneling tool to relocate the currently implanted pump (which the physician instructed the scrub tech to thoroughly clean with beta-dine) into the rlq in the abdomen. Physician also prescribed post-op antibiotics for precaution.